Event description:
Procedure: hemorrhoidectomy. According to the reporter: stapler fired full ring of staples but only cut half of the tissue, requiring conversion of the procedure to open hemorrhoidectomy. Additional info regarding this report has been requested.

Manufacturer narrative:
(B)(4).